Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the ventilator at the manufacturer's service center, the device's flow sensor assembly was found to be broken and leaking. The device's flow sensor assembly was replaced to address the issue. The device had physical damage consistent with being dropped.